Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the stent could not be detached. The patient was undergoing surgery for treatment of an amorphous, ruptured posterior communicating segment of right internal carotid artery aneurysm with a max diameter of 3.4mm and a 3.9mm neck diameter. The landing zone was 3.2mm at the distal end and 3.6mm at the proximal end. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. The parent vessel was the posterior communicatingsegment of the internal carotid artery with 3.6mm diameter. The branch vessel was the posterior communicating artery with 2.1mm diameter. There was no bifurcation span. Stroke onset to reperfusion time was 1. No patient symptoms or further complications were reported as a result of this event. It was reported that angiography showed that the aneurysm was a posterior communicating segment aneurysm and there were sub-tumors. The surgical plan was stent-assisted embolization. The micro-guide wire with the micro-catheter rebar 18, and the micro-catheter reached the predetermined position. The micro guide wire with echelon-10 in place for the aneurysm. The first coil was embolized with apb-4-8-3d-es. Part of the coil was deployed in the tumor, the sfr-4-20 stent was half deployed. Then chose apb-3-6-3d-es, apb-2-4-3d-es, apb-1.5-3-3d, apb-1-2-3d to embolize in sequence. The tumor embolism was dense, the stent was deployed, and detached the stent, but it was found that it could not be detached. Checked the detacher, replaced the battery and electrolysis line, changed the position of the injection needle, but after many attempts, it still could not be detached. It was then tried to recover the stent slowly. The spring coil had loop protruding. Replaced the stent again and completed the surgery. The physician attempted to detach the stent with the detachment box 3 times for 2 hours each attempt. The detachment box and cable were re-used. There was no damage to the detachment box. The catheter tip was located 3mm from the detachment zone during the detachment attempt. The detachment zone was not up against the vessel wall. A size 20 needle was used during the detachment. The needle was placed in the shoulder in muscle. The physician used a new battery during the detachment. The detachment box was displayed as indicated inthe IFU. The black cable was connected to the needle and the red cable was connected to the pusher wire. The pushwire was on dry, clean surface. The reported device and any accessory devices were prepared as indicated in the IFU. Additional information was received that the report of the spring coil had a loop protruding was referring to a coil loop in the parent vessel. The physician did not feel any resistance while delivering or retrieving the stent. The stent was not in a bend. There were 2 retrievals made with the solitaire. The devices were not noted to have been damaged prior to use.